Event description:
It was reported that during implant of the right ventricular (rv) lead in the his bundle, r waves were low and the thresholds were high and varying. At times there was no capture. The lead was repositioned several times. The physician elected to leave the lead in use with high thresholds because his pacing was good. Occasional undersensing was noted two days post implant. Reprogramming was performed to allow for normal his bundle pacing. The lead was explanted and replaced one week later. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.